Event description:
The customer contact reported a leak. The customer contact reported that after the tubing set was primed with an unspecified solution, the tubing set was used to deliver an unspecified concentration of taxol, at a rate of 190ml/hr, via a plum pump. It was reported that after the delivery of taxol was complete, the tubing set was being used to deliver 250ml of an unspecified concentration of campto, at a rate of 187ml/hr, via a plum pump. The customer contact reported ten minutes after the delivery of campto was started, an unspecified volume of solution leaked at the connection of the tubing to the inlet port of the air eliminating filter of the tubing set. The tubing set was replaced and the therapy was resumed. The solution that leaked was cleaned up according to the user facility's protocol. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.